Manufacturer narrative:
Investigation including root cause analysis is in progress. A supplemental MDR will be filed as necessary in accordance with 21 cfr 803.56 when additional reportable information becomes available. (B)(4).

Event description:
A nurse manager reported an ophthalmic surgeon was unable to sculpt during an ophthalmic procedure. The issue was resolved after both the phacoemulsification tip and hand piece were exchanged as they were unable to remove the tip only . The procedure was completed with no harm to the patient. The product sample was not retained. Additional information has been requested.

Manufacturer narrative:
Cassette with tubing: according to the device history record review indicated the order was built to specification. The returned sample was visually and functionally tested and passed testing. The sample was tested using the a console with the latest software. The sample was recognized, primed and tuned successfully. In addition it reached maximum vacuum. The root cause of the customer's complaint could not be established; the returned sample met specifications phacoemulsification tip: (B)(4). The final customer lot was identified. According to the device history record review, the product was released according to the product¿s acceptance criteria. The phacoemulsification tip was not returned for no sculpting. Because a sample was not returned and the lot information indicates the product was released based on the product¿s acceptance criteria, the root cause for the customer complaint issue cannot be determined. The manufacturer internal reference number is: (B)(4).